Event description:
It was reported that the customer's blood glucose level displayed as "high," although the specific value was unknown. Cause was not known. The customer took corrective action by administering a correction injection via manual daily injection, and no further assistance was required.